Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only. Since the product was not returned it has not been possible to determine if the product was not manufactured to current specifications. However, it is likely that the advancement difficulties was caused by the "highly tortuous aorta." There is no evidence to suggest that the device was not manufactured to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician inserted tbe-40-81-pf in the patient with highly tortuous aorta, however, he could not reach it to the target site. He replaced it with a back-up and the replacement was used without problem. Patient outcome: the patient did not experience any adverse effects due to this occurrence.